Event description:
It was reported that at a follow up visit, the device could not be interrogated and there was no output. The device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that at a follow up visit, the device could not be interrogated and there was no output. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis confirmed the low battery voltage resulted in the loss of telemetry and pacing output failures. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid documented normal operation with nominal current drain levels and functionality.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis confirmed the low battery voltage resulted in the loss of telemetry and pacing output failures. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid documented normal operation with nominal current drain levels and functionality.

Event description:
It was reported that at a follow up visit, the device could not be interrogated and there was no output. The device was explanted. No patient complications have been reported as a result of this event.